Manufacturer narrative:
Findings:pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 127 mg/dl. The customer stated that there is a piece missing on end of the pump where dome label and drive support cap is located. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.